Event description:
As reported, the camera head has not been recognized by the processor, black screen found. The issue occurred while connecting the system . The device was replaced before the procedure started. The event found outside procedure , no patient involvement associated on this reported event. No user injury reported. Device return inspection found damaged cable unit and there is no image on the screen. This report is being submitted for damaged cable and no image.

Manufacturer narrative:
Device inspection found interference in the image. No image on the screen, no communication between otv (processor) and ch (camera head). The cable is torn/damaged. The cable and coupler needs to be replaced. Evaluation findings confirmed the reported failure due to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the communication error occurred due to the broken cable but the cause of the fault could not be identified. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-dec-2021.